Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 9:27 am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter is giving inaccurate erratic readings. The reported issue began on twelve days earlier. The patient reported blood glucose results of "300 and 131 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. At an unspecified time after the reported issue began, the patient developed symptoms described as "shaky and dry mouth." The patient did not test on any other meter and did not require any medical intervention. The patient did not take any action in regard to diabetes treatment. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, date and time of symptoms, food intake, diabetes medication intake, and blood glucose readings at the time of concern. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the punctured area was cleaned correctly, test strips and test strip vial were in good condition and within the discard date, the reported meter reading did not match with the meter's memory, the meter is coded correctly, and the control solution passed. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hypoglycemia (shaky) after the reported issue began. Replacement products were sent to the patient.